Event description:
While preparing to perform a procedure with sedation, an air flow adult resuscitator was removed from it's protective bag and an attempted to test it. It was noted the bag section of the resuscitator was impossible to squeeze. The one way valve was stuck in the closed position so no air could be forced through it. A second device was obtained and failed as well. A third device was obtained and it did work properly. A slight delay in starting the procedure occurred but then went on without further issues.